Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation found the device top case was chipped and cracked front corner. The pump event history showed a check clutch/ travel reverse error in error history log (ehl). During evaluation, the reported issue of travel course alarm could not be verified after multiple flow and occlusion tests. Visual inspection did find the case damage. The cause was noticed after checking alarm history the clutch was released during an infusion causing the travel reverse alarm. The root cause was due to use error. The technician replaced damaged top case. Performed all functional testing which passed.

Event description:
It was reported that a travel coarse error and top case is lose. No patient injury was reported.